Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01164 to provide additional information based on the evaluation result of the subject device. The subject device was returned to omsc for investigation. The investigation on august 22, 2017 confirmed that the distal tip fell off. The root of the tip of the subject device was deformed. Adhesive was properly applied to connect to the distal tip. There was foreign material attached to the tip of the subject device. The device history record for the lot indicated no abnormality with the event-related items. Based on the past similar cases, it is surmised that the falling-off of the distal tip into the patient was caused by the following mechanism: since the subject device was removed while the inserted guide wire was bent, the guide wire formed a loop around the distal end of it. The distal tip tangled to the loop of the guide wire, and the basket could not be withdrawn. Because attempt to remove the subject device was continued, the distal tip fell off from the distal end of the basket. It was likely that the deformation of the basket occurred due to a load in handling. It was likely that the adhesion of foreign material of the tip of the subject device occurred when the subject device was inserted into the bile duct. The instruction manual of the device has already warned as follows: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the distal tip of the subject device fell off into the patient body during the procedure. Regarding the reported event, there was no report of either falling off into the bile duct or into the gastrointestinal tract. There was no further patient injury reported.